Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the provided log files. The event log file contained data spanning approximately 3 days (03oct2021 ¿ 06oct2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were observed on 04oct2021 at 6:25 and on 06oct2021 at 13:33. The alarms appeared to have been caused by a load test failure condition. During both instances, the unloaded voltage was below the acceptable threshold, triggering the alarms. The first alarm resolved within the same minute of its activation, and the second alarm resolved after the patient¿s driveline had been disconnected on 06oct2021 at 14:01 in order to conduct the reported controller exchange. The periodic log file contained data spanning approximately 16 days (25sep2021 ¿ 06oct2021 per time stamp), recording events at intervals of 1 hour. Additional backup battery fault alarms caused by a load test failure condition were observed to have become active sometime before 01oct2021 at 00:57 and sometime before 03oct2021 at 1:57. However, as the onsets of these alarms were unable to be observed within the periodic data, the loaded and unloaded voltages associated with these alarms were unable to be determined. No other notable events were observed. The system controller (serial number (B)(6) ) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms caused by a load test failure condition are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device received an emergency backup battery fault alarm after having their emergency backup battery exchanged. On (B)(4) 2021 at 2:01 pm the patient's controller was exchanged and low flow software was installed.